Event description:
Event description cpi received information that this ventak mini ii implantable cardioverter defibrillator (ICD) was not used after an attempted implant because it displayed an error message. The ICD was returned to cpi for analysis.